Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a power (battery life) issue. Customer support (cs) completed troubleshooting and low battery alarms did appear in the history. The reporter stated that the patient had a blood glucose (bg) of 536mg/dl without symptoms. The reporter stated that the patient had a stroke back in (B)(6) 2014. This report is being made due to the bg excursion the patient experienced due to an inadequate response to an alarm.